Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 548mg/dl the lowest was 258 mg/dl and most recent blood glucose was 251 mg/dl. Customer stated they also receive insulin flow block alarm and stated insulin was existed. Customer declined to troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.